Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: customer contacted manufacturer in a follow-up call on (B)(6) 2023 - customer stated that the replacement products had resolved the initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 170 and 195 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 205 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/25/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 170 mg/dl, date: (B)(6), time: 09:00 am, fasting. Result 2: 195 mg/dl, date: (B)(6), time: 08:59 am, fasting. Result 3: 91 mg/dl, date: (B)(6), time: 09:49 am, fasting. Result 4: 98 mg/dl, date: (B)(6), time: 09:46 am, fasting. Result 5: 109 mg/dl, date: (B)(6), time: 09:27 am fasting.

Manufacturer narrative:
Sections with additional information as of 28-mar-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.